Event description:
Patient's power injectable central line was used for administration of contrast for CT scan. Brown, distal port was used. When contrast injection line was removed, distal line was filled air. Blood was back flowing into line and it became unusable